Manufacturer narrative:
Updated evaluation method, evaluation result, component code and conclusion code.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device's display screen will not hold calibration. There was no impact or health consequence reported.